Event description:
Daughter of home patient (hp) reports pt line of homechoice set "accidentaly" became disconnected during automated peritoneal dialysis treatment. Hp ended treatment and did manual exchanges as instructed by baxter technician. Daughter reports hp has been doing manual exchanges since incident. No pt injury or medical intervention required per daughter of hp.